Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd legacy plus, the pump alarmed for no disposable clamp tubing (ndct). The patient was not comfortable walking through troubleshooting steps, and the device was powered off. There was patient involvement and no harm